Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. It was reported that the patient¿s pump was removed due to infection and coming through the skin per the physician. Per the reporter, it was unknown when the pump was removed. The environmental, external or patient factors that may have led or contributed to the issue was the patient sits in a wheelchair/baclofen. Per the reporter, the patient had no devices implanted at the time of the new pump and catheter on (B)(6) 2021. The physician had no information when the pump/catheter were explanted related to the infection and pump coming through the skin. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.